Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 pusher assembly and the pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly inside the introducer sheath, and had the proximal constraint sphere intact. Conclusions: evaluation of the returned pod4 revealed that the pusher assembly was fractured and the embolization coil was detached. The observed pusher assembly fracture may have occurred due to forceful handling of the proximal end of the pod4 during removal from the packaging hoop. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the returned pod6 revealed that the embolization coil was detached and had the proximal constraint sphere intact. Since the pod6 pusher assembly was not returned for evaluation, the root cause of the reported unintentional detachment could not be determined. The non-penumbra microcatheter, pod6 introducer sheath, and pod6 pusher assembly were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01999.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod6''s and pod4''s. While preparing a pod4 for the procedure, the technologist noticed that the pod4 pusher assembly was kinked upon removal from the packaging. Therefore, the pod4 was not used for the procedure and did not come into contact with the patient. The physician continued the procedure by placing many penumbra and non-penumbra coils. While attempting to advance a new pod6 through a non-penumbra microcatheter, the physician did not mention any resistance; however, the pod6 unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod6 was removed and the procedure was completed using new penumbra coil 400''s (pc400''s) and additional coils. It should be noted that the same non-penumbra microcatheter was used to place the penumbra coils. Additionally, there was no report of an adverse effect to the patient.